Manufacturer narrative:
E1 patient city (B)(6). Patient country united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced tubing detachment from hub event on (B)(6) 2024. The site of insertion was abdomen. No further information available.